Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, shaft fracture occurred. The 80% restenosed lesion was located in the left anterior descending artery. When the physician advanced the 2.5 x 15mm quantum maverick balloon catheter to the lesion for post dilation, the device fractured approximately 70cm away from the hub while inserting the balloon. The physician successfully withdrew the device with the guide. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, shaft fracture occurred. The 80% restenosed lesion was located in the left anterior descending artery. When the physician advanced the 2.5 x 15mm quantum maverick balloon catheter to the lesion for post dilation, the device fractured approximately 70cm away from the hub while inserting the balloon. The physician successfully withdrew the device with the guide. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the quantum maverick catheter was received with no original packaging or other devices. There was a complete separation of the hypotube. The hypotube separation was 73 cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).